Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encounter the issue, replaced the broken coiled cable strain relief on display. Complete system check out, performed with full calibration, functional testing and electrical safety checks to factory specifications. The iabp then was returned to customer and cleared for clinical use. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported by a getinge field service engineer (fse), during scheduled service, the cardiosave intra-aortic balloon pump (iabp) had broken coiled cable strain relief on display. There was no patient involvement, and no adverse event reported.